Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The patient reported that the infusion set tubing was leaking at the site. The blood glucose level was high and the patient was treated with correction bolus via pump. The infusion set was in use for three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.